Manufacturer narrative:
Concomitant medical products: dtba1d1, ICD, implanted: (B)(6) 2014.

Event description:
It was reported that about twelve hours after the patient had mitral valve replacement surgery, noise was present on the right ventricular lead. The lead was thought to have been damaged during the surgery and also presented with impedance variations, high impedance and oversensing. The device was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.